Event description:
It was reported that a minicap transfer set leaked from the female connector (navy blue) with the twist clamp closed. This occurred after removing the minicap. There was no report of patient injury or medical intervention associated with this event, however the patient was treated for contamination. The transfer set was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction d3 and g4. D3: device manufacturer name: replace baxter healthcare corporation with baxter international inc. G4: combination product: add no (previously blank). Additional information was added to d4, h6 and h11. D4: the lot number is unknown, therefore, only a primary di number could be provided. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.